Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was too tight. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the lot number was found to be h13g11056 (not h13611056 as previously reported). The expiration date and the manufacture date were added. The actual sample was received and evaluated. A review of all batch record documents was performed for lot number h13g11056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. A visual inspection, leak testing, clamp function testing and clear passage testing were performed on the device with no issues noted. The torque testing was performed on a sleeve engagement and everything was within specifications. The sample was not confirmed for the reported issue. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.